Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is giving inaccurate high reading of "400 and 499 mg/dl" compared to normal results/feeling. The patient's diabetes is managed with self adjusting insulin from an insulin pump. On (B)(6) 2010 at 6 am, the patient reportedly obtained the alleged inaccurate high reading and took 3.25 units of insulin. Two hours later, the patient reportedly developed low blood sugar described as "sweating, sick, and panic." At 8:36 am, the patient tested at "53 mg/dl" on another device. It is not known what treatment the patient took or received at the time of concern. The patient claimed she obtained a blood glucose reading of 499 mg/dl on a "meter remote." According to the troubleshooting performed with customer service, the control solution test passed. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly had symptoms that can be suggestive of hypoglycemia two hours after she took insulin based on the alleged inaccurate high reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.